Event description:
Event description cpi received information that this transvenous defibrillation lead exibited non capture at one month follow up. The pulse amplitude and pulse width were increased on both ventrical and atrial. At three month follow up the v-lead was still not capturing. The patient was admitted and the lead was successfully repositioned.